Manufacturer narrative:
(B)(4).

Event description:
It was reported that the reporter¿s mother used to have a pump. A piece of her catheter reportedly broke off. There was a piece of catheter that traveled from the patient¿s back to their tailbone near the spine that the hcp reportedly left in there. The patient¿s pump was removed on 2014-(B)(6) because of a (B)(6) infection due to the catheter. The patient was reportedly in the hospital for seven days. It was then reported ¿everything has been taken out¿ however it was unclear what this referred to. The health care provider (hcp) reportedly kept telling the patient to bring her back because he wanted to see the patient but the reporter hadn¿t taken the patient back because the hcp ¿just about killed¿ the patient. It was noted the reporter already had either talked with the hcp or got a second opinion. The type of medication being delivered via the device system was not provided. No further information was provided. Later, when additional event and patient information was attempted to be obtained via the initial reporter, the reporter denied providing any further information.